Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, upon passing the second minitape, the capture component dissociated from the jaws of the firstpass mini. The piece could not be retrieved as it slipped from the grasper and disappeared into the tissue. Surgery was completed using a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event could not be determined. Although a procedural variance could not be rule out. Since the retained capture component was left unsecured is the patient¿s tissue, we cannot make conclusions on the impact of the non-implantable foreign body. Although we cannot rule out the possibility of micro-motion and/or migration, and local skin irritation/discomfort. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.